Event description:
It was reported that the patient expired. The patient had a terminal illness of bony metastatic breast cancer. The specific cause of death was not reported. Per the reporter, the death was unrelated to the implanted device. The pump contained hydromorphone 1.0 mg/ml at a dose per day of 0.4708. The pump also contained bupivicaine 40 mg/ml; clonidine 200 mcg/ml and compounded baclofen 250 mcg/ml.